Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient developed baker grade IV capsular contracture in both of her breasts. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. - the patient had both breast prostheses removed and they were replaced with mentor smooth round high profile 380cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the implant and developed capsular contracture. The device was visually inspected and it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/06/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/08/2019, mentor received additional information about the event. It was initially reported that the patient underwent explantation on (B)(6) 2019. New information states that the patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/23/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture (baker grade IV), right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis developed capsular contracture (baker grade IV) in her right breast. The patient reported hardening, pain, and swelling in her right breast. Capsular contracture was confirmed by a surgeon. In addition, deflation of the patient¿s right breast prosthesis was reported. As a result, the patient will undergo bilateral explantation on (B)(6) 2019.